Manufacturer narrative:
Integra has completed their internal investigation on may 16, 2017. Results: evaluation of returned device; complaint is confirmed for powder coat finish flaking off the unit as well as the transitional arm. DHR review; no abnormalities related to the reported failure. Complaints history; a two year lookback for this reported failure and or related to "powder coat blistering/cosmetic " for this product family shows that 11 complaints were received. A corrective action has been issued to further investigate this reported failure. Conclusion: the reported failure is confirmed; however the root cause is undetermined at this time.

Event description:
The powder coat finish on the base unit and transition arm was flaking. No patient involved. Additional information has been requested with regards to the reprocessing methods used by the customer.

Manufacturer narrative:
Additional information received on 12apr2017: details of the reprocessing methods being used: the instrument cycle consists of a pre-rinse 4 minutes, wash time 9 minutes at 60 degrees centigrade, final rinse at 90 degrees centigrade and a drying time of 2 minutes. Another clean cycle may be used (this has a longer drying time). The chemicals used include an enzyme cleaning concentrate (asepti autozyme pr) and citric rinse additive (asepti citric rinse).